Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient experiencing "pinching" from stimulation on two different occasions, which was resolved when the patient's daughter reduced stimulation. A follow-up call determined that the patient was afraid to increase stimulation because they did not want to experience the zapping/pinching feeling. A final call indicated that the patient still needed to catheterize and their daughter could not tell if there had been improvement while the catheter is still in. The consumer indicated that the catheter needed to see if the patient should have the implant done or not. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.